Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 12mmx70mm lot #73f1700111 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the early time of the procedure, the user heard a popping sound from the inside of the patient. However, he/she continued the procedure and after that, when the user inserted an endoscope from another port through another trocar and checked to find that the balloon was deflated in the patient. Therefore, the trocar was replaced by a new one. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 412944 weckvista access balloon port 12mmx70mm for investigation. The returned sample was examined with and without magnification. Visual examination of the returned sample revealed that the balloon was partially detached from the cannula at the proximal end. The observed damage indicates that the balloon was over-inflated. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." A corrective action is not required at this time as the type of damage observed on the device is consistent with a device that has been overinflated. Operational context caused or contributed to this other remarks: event.

Event description:
It was reported that during the early time of the procedure, the user heard a popping sound from the inside of the patient. However, he/she continued the procedure and after that, when the user inserted an endoscope from another port through another trocar and checked to find that the balloon was deflated in the patient. Therefore, the trocar was replaced by a new one. There was no reported patient injury.